Event description:
It was reported that a patient underwent an explant procedure on (B)(6) 2015 due to pain. The removed hardware, which consisted of a nail, one end cap, and two (2) locking screws, was originally implanted approximately ten (10) years ago. The devices were all removed intact and the original fracture reportedly healed. The procedure was completed with no reports of surgical delay. Patient postoperative status is said to be ¿fine.¿ this report is 1 of 4 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Onset date of postoperative pain is unknown. The original implant procedure occurred on an unknown date approximately ten (10) years ago. Per facility, the complainant parts were returned to the patient and are not available for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.